Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the or, observed the previous sutures had pulled through the fascia, and sutured the ipg to the pectoralis.